Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd 60ml syringe luer-lok¿ tips experienced difficult plunger movement. The following information was provided by the initial reporter: caller reported customer reported a bubble was stuck by the plunger every time she would draw her insulin number of occurrences: 3. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 3ml syringe, pn 309657. Did issue cause any injury? No. Did customer require medical intervention? No. Was caller able to fill a cartridge with insulin? No.